Event description:
The patient was undergoing a thrombectomy for acute stroke. Procedure was successful. When removing the jet 7 (catheter) from the body, catheter was found to be broken. Aside from the break, all pieces of the catheter did appear to still be attached. The metal wrapping of the catheter was pulled apart, but again, appeared in tact. Does not appear that the patient was harmed. FDA safety report ID# (B)(4).